Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the review of the black box data showed unexplained power reboots. The pump was unable to maintain an electrical connection with the returned battery cap due to cap detaching issue. The battery cap threads were damaged. A test battery cap was used for all testing steps. The pump powered on with a test battery cap to a secondary issue in the form of dim and discolored display. The battery compartment was cracked and the threads were damaged. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms. Upon removal of the pump case, no evidence of moisture or loose components was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.